Event description:
Hold ap 9.27.22it was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to a pocket infection. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.